Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
The patient underwent PICC catheterization on (B)(6), 2023, and postoperative chest x-ray showed that PICC catheter was in place. On (B)(6), 2023, the PICC tube protruded by 2cm, which did not affect the conventional infusion of drugs, and on (B)(6), 2023, the PICC tube was routinely changed, and the catheter position was checked for no leakage. No other information was provided.